Event description:
It was reported to boston scientific corporation on january 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a common bile duct drainage procedure performed on (B)(6) 2023. During the procedure, the stent could not be deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4).